Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unit had minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed motor error. The customer was unable to clear the alarm by pressing the esc and act buttons. Customer's blood glucose level was not reported. The customer discontinued insulin pump use and reverted to insulin shots. The customer was advised that the device would be replaced and agreed to return the product for analysis.